Event description:
Complainant alleged that while attempting to defibrillate a pt (age& gender unknown) the device displayed a "pacer fault 116" and "defib fault 72" message. Complainant indicated that the pt subsequently expired.